Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's lead is fractured, as confirmed by x-ray.

Event description:
Follow up information identified the patient is receiving effective stimulation coverage with the one working lead. There are no plans for surgical intervention at this time.

Event description:
Additional information received identified the patient had an exploratory surgery on 14 march 2018. The surgeon opened up the ipg pocket and removed the lead tails from the ipg header. Intra-operative testing of the leads found the same high impedances on electrodes 1-8. The surgeon decided to keep the same lead in place and re-connect it to the same ipg and close up the incision. No devices were replaced or removed.